Event description:
It was reported to philips that the battery was dead. The customer attempted to jump start the battery multiple times in the mrx and cadex charger but was unsuccessful. There was no patient involvement.

Manufacturer narrative:
Device not returned.